Event description:
The initial reporter alleged discrepant results for a patient sample tested with the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. On (B)(6) 2025, the sample was tested with the anti-hcv g2 assay on the e601 module using a li-heparin sample, yielding a result of 1.25 coi (reactive). A rerun with clotted blood on the same day produced a result of 1.32 coi (reactive). On (B)(6) 2025, the patient underwent testing at another hospital using a competitor assay, which yielded a non-reactive result of 0.215 s/co. On (B)(6) 2025, the clotted blood sample was retested with the hcv duo assay, producing non-reactive results for both hcvag (0.461 coi) and ahcv (0.459 coi). A subsequent rerun with the anti-hcv g2 assay on the e601 module yielded a weakly reactive result of 1.29 coi. Another rerun using a reagent standby pack produced a reproducible weakly reactive result of 1.20 coi. Testing of the sample at another laboratory with an unspecified method yielded a non-reactive result. The anti-hcv g2 assay results were repeatedly discrepant reactive compared to the non-reactive results obtained with the competitor assay and the ahcv subresult of the hcv duo assay.

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv g2 assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Instrument data showed no alarms for maintenance or sample quality, and all system checks were within acceptable parameters. The observed discrepant reactive results are consistent with the specificity claim of the assay, which allows for the occurrence of single false reactive results. Additionally, differences in cut-off values between the anti-hcv g2 assay and the ahcv subresult of the hcv duo assay may explain the observed discrepancies. The root cause was attributed to a single false reactive result, which is covered by the assay's specificity claim. The device remains in operation at the customer site.